Manufacturer narrative:
The device log file was available for investigation and was analyzed by the manufacturer. The log entries indicate that the "err" message in the o2 field was the result of an invalid inspiratory pressure value reported by the software monitoring of the device. As a result, the device has interrupted the ventilation as a safety measure due to the lack of inspiratory pressure measurement. The device has behaved as specified, alarmed acoustically and optically, and opened the airway system to allow spontaneous breathing. The user then switched the device to standby mode. The error was not reproducible in a test run over several days within the scope of the investigation. Based on the log entries, the root cause of the failure could be limited to a sporadic contact problem within the measurement recording. Therefore, the pcb "pvt monitoring", that holds the corresponding pressure sensors, was exchanged. On the basis of the investigation results, it is assumed that the user referred to the user interface of the iacs workstation cc in the description of the blue screen. This is colored blue and did not show any active waveforms and measured values ¿¿at the reported time. The amount of similar cases is significantly below the values that provide basis for our risk management. Consequently, no further actions are required at this time.

Event description:
It was reported that the device showed in the o2 field "err" and that a blue screen appeared. No ventilation. No patient consequences reported.